Manufacturer narrative:
E1: patient city: (B)(6). Patient country: portugal name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent cannula leading to high blood glucose due to improper site selection with insufficient subcutaneous tissue and presence of scarred tissue hardened tissue or stretch marks and was treated with an insulin pen on (B)(6) 2026.